Event description:
This device was used for surgery 2004. When surgeon removed this device from the shell, the rim of this device broke. Surgeon removed one broken piece in the pt's body, but there is a possibility that other pieces remain in the pt's body.